Event description:
The user facility in china reports that the vitrectomy cutter was not cutting. It is unknown if aspiration continued and cutting stopped, or if there was any patient impact, and what the outcome is.

Manufacturer narrative:
Despite multiple requests, the product has not been returned. The manufacturing and sterilization records for were reviewed and found to be acceptable. The investigation is ongoing.

Manufacturer narrative:
The product was not returned, so we are unable to investigate further for root cause. The review of the device history record shows product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Should the product be returned we will reopen the investigation. The investigation is complete.

Manufacturer narrative:
Additional information: it was reported that cutting stopped and aspiration was intermittent/unstable thereafter. It was further reported that there was no patient impact. The investigation is complete.